Event description:
During baxter's evaluation a device was unable to detect a downstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Additional testing was unable to reproduce the downstream occlusion alarms. However, the downstream sensor/pusher was replaced as a known contributor.